Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au80 chemistry analyzer, and identified the failure mode as hardware. The fse replaced multiple parts including, ion-selective electrolytes (ise) buffer valve, sample pot, all ise electrodes, ise tubing, ise reference vale, block 2 for ref electrode and ise buffer syringe which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.